Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced five infusion set cannula kinked events. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were 350 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.